Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep reported that the reported issue has not recurred. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Software investigation has not been completed.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged the navigation system unexpectedly exited. This occurred when in navigate and going to select an exam to blend down. After selecting the exam, the system exited to the application log-in screen. In trouble-shooting, the site logged back into the application and proceeded with the surgery as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.